Event description:
It was reported that the patient was falling more often. It was stated that the week prior to the report, the patient fell more. The stimulator on the left side was found to be off when it was checked on 2013 (B)(6). The reporter thought the stimulator might have been off all last week and may have been reason why patient was falling. The stimulator was turned back on. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v011992, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3389s-40, lot# v011992, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).